Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed wrong specimen identification by architect handheld barcode scanner on architect i2000sr processing module for one patient specimen. The handheld barcode scanner read wrong sid (B)(6) instead of correct sid (B)(6). The lis has order with correct sid (B)(6) for 1:10 dilution in system. The instrument performed 1:10 dilution on correct sid (B)(6) and no incorrect sid used by architect analyzer. There were no incorrect reports generated or reported due to this incident. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) reviewed the result logs and scanned sample again in triplicate and the correct sid was displayed. The bar code scanner connections were reviewed with the customer and discovered the scanner was not connected to the scc of architect isr54320 but was connected to a kvm switch. A specific cause of the incorrect read was not identified but the handheld scanner, arc barcode scan (list number 07d09-14) was replaced and was considered to be the likely cause for the issue. A review of the architect I processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect I processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the arc barcode scan (list number 07d09-14). A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual provides labeling regarding the sample ID (identification) bar code label length, sample bar code label placement, and bar code symbologies. The architect system bar code scanner user¿s guide provides instructions for bar code reader installation and configuration. A labeling was reviewed and contains adequate information for bar code label print quality and factors affecting the ability of a bar code reader to correctly decode label information. Based on the available information, no systemic issue or deficiency of the arc barcode scan (list number 07d09-14 or the architect i2000sr processing module, serial number (B)(6) was identified.